Event description:
The customer reported an issue with the insulin pump, where the insulin gauge displayed an amount different than expected, sometimes being static. Tandem technical support (cts) informed the customer that this discrepancy can occur due to large variances in measured pressures used to calculate insulin levels. The customer acknowledged this explanation and reported the issue persisted over two days. Cts advised loading a new cartridge correctly to rule out user error. Follow-up actions included cts providing step-by-step assistance for changing the cartridge, during which the customer successfully completed the process. There was no adverse impact to the customer's blood glucose level, and no further actions were necessary at the time.